Manufacturer narrative:
Concomitant medical products: 5071-53 lead; 5071-53 lead; bis-is-15 adaptor implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient wife that patient heart stopped and the cardiac resynchronization therapy defibrillator (crt-d) ¿didn¿t do anything¿. The device is still in use. No further patient complications have been reported as a result of this event.